Manufacturer narrative:
The referenced report of additional pump stoppages in (B)(6) 2016 is covered under medwatch MFR #: 2916596-2017-00135. The referenced report of the pump exchange due to driveline fault alarms is covered under medwatch MFR # 2916596-2017-01057. Device evaluation: the patient remained ongoing on vad support until they underwent a pump exchange on (B)(6) 2017. The replaced external portion of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. The evaluation of the returned portion of the driveline did not reveal an issue that would have contributed to the reported event; however, internal driveline wire damage that could have contributed to this event was ultimately confirmed through the evaluation of the returned pump. Approximately 17.5 inches of the distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Superficial tears along the silicone jacket that had been repaired with black rescue tape were noted. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. The explanted pump was returned assembled with the driveline severed approximately 4.75 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The driveline was tested for electrical continuity in the condition that it was received and the pump-end black wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the black wire was completely severed. A breach to the insulation of the green wire was also found in this location. The green wire redundantly supports motor phase 1 and the black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black or green wires made contact with the braided shield while the patient was operating on the power module, the resulting short to ground could have resulted in the pump stoppages that were confirmed through the evaluation of the submitted log files. These events also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that additional pump stoppages occurred on (B)(6) 2016. There was not enough length of the driveline remaining to perform a second percutaneous lead (driveline) replacement. The patient was provided two ungrounded power module patient cables for use while on power module support. On (B)(6) 2017, the patient underwent a pump exchange due to driveline fault alarms. The pump was returned for evaluation.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the system controller alarmed driveline disconnect while connected to a power module. The vad coordinator observed that the driveline looked tangled and that there were tears. It was reported that at the time of the event the patient was already in the hospital for reasons unrelated to the vad. The patient was asymptomatic. On (B)(6) 2016, the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) replacement. The majority of the external portion of the percutaneous lead was replaced. After the replacement the patient was placed back on a normal patient cable and additional alarms were reported.